Event description:
The patient reported that her infusion set tubing cracked at the luer connection. The patient's blood glucose was affected and elevated to 348 mg/dl. The patient stated that she started to feel bad, so she checked her blood glucose and it was elevated. The patient then looked at her infusion set tubing and discovered the crack in the tubing. The patient thinks the tubing cracked when she administered a bolus. The patient immediately switched out her infusion set and administered boluses until her blood glucose came down to 82 mg/dl. The patient tried to maintain her blood glucose around 150 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.